Manufacturer narrative:
Product ID 3889-28, lot# va0hye5, implanted: 2014 (B)(6); product type lead product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported on (B)(6) 2014 that the patient met with the healthcare provider (hcp) and manufacturer representative on (B)(6) 2014. When the representative did his analysis the unit appeared to be functioning, but it was not communicating. The reporter described it in two ways he thought best: ¿that it was almost like there was a short circuit somewhere in the system and that it was not making a connection to the leads to the appropriate part of the body, it was almost like there was a broken wire, something like that.¿ the representative also found that the implantable neurostimulator (ins) battery had already depleted 30%. The reporter stated that the ins was supposed to last five years, but at this rate it would be used up in less than a year. The patient had not fallen or twisted. It was mentioned multiple times by the reporter that the programmer was not working as well; however, it was eventually clarified that it was just an ins issue. The patient was able to use it with and without the antenna and adjust stimulation. The reporter actually ¿ran it up all the way as high as it would go¿ prior to the meeting, but the patient could not feel anything and it did not work. The reporter noted that the hcp had previously done an x-ray to make sure the unit had not moved. The x-ray found that the ins was absolutely in perfect position and it appeared to be just fine. The patient had a surgery scheduled for (B)(6) 2014 to go back in and either repair the unit or replace it if it could not be repaired. The patient was leaning toward just having it removed. The patient had not had surgery yet, so no clear issue was known and there was no outcome. Additional information will be requested after the reported date of surgery and if additional information is received a supplemental report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the lead came apart from the implantable neurostimulator (ins). The troubleshooting done to provide insight to the issue were x-rays, reprogramming, and surgery. The cause of the event was not determined and it was device related. The patient recovered without permanent impairment.